Event description:
Email received from distributor in (B)(6) reporting events over the past two years: eight patients required re-operation due to stenosis after having aziyo proxicor for cardiac tissue repair device (size 4cm x 7cm), placed as a patch in the pulmonary artery. No details were provided except most recent case which was a norwood procedure and attempts were made to balloon the patch at 2 months post-op. It was found to be too stiff so patient required re-operation. A spreadsheet representing 8 patients is attached. Patient #1 will represent the known norwood procedure on one of the patients.

Manufacturer narrative:
No information was received providing the manufacturing lot numbers involved with these procedures. No product was returned to aziyo biologics for investigation. Although the specific cause of the stenosis of the patches cannot be conclusively determined, the reported issue is a known complication associated with the use of the proxicor for ctr device listed in the IFU provided with the device.